Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level ranged between 59 mg/dl to 140 mg/dl. Reportedly, the customer continued to use the existing cartridge for insulin therapy.